Manufacturer narrative:
Event details will be addressed under manufacturer report number 2916596-2021-07312.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the experienced major bleeding on (B)(6) 2021. The patient was transfused 1 unit packed red blood cells for a low hemoglobin value of less than 7. Hemoglobin rose to 7.4 and then to 7.9 post transfusion. The patient experienced renal dysfunction on (B)(6) 2021. The patient was started on dialysis for elevated creatinine and worsening acute kidney injury. Serum creatinine was at 3.3.84 and was less than 2.5 prior to pump placement. The patients serum creatinine levels steadily trended upwards to a value of 4.13 post implant.